Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had poor vision and a damaged distal end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of damaged distal end was confirmed. However, there was no defect or malfunction of the image. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section has corrosion based on the results of the investigation, it is likely that the following led to the malfunction: distal end of the insertion section has contour sharpness. The most probable cause of the poor vision complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had poor vision and a damaged distal end. There were no reports of patient harm.